Manufacturer narrative:
The reported field event of an output anomaly was confirmed in the laboratory. The device was tested on the bench and the high voltage output transistors were found to be damaged. An arc mark was found on the device can. Further evaluation of the arc mark indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv lead conductor and ICD can.

Event description:
It was reported that alerts for possible output circuit damage were noted. A device or lead anomaly was suspected. The lead and device were replaced.